Manufacturer narrative:
A review of the manufacturing records indicated the lot met all pre-release specifications. The device remains implanted and was therefore not available for engineering evaluation by gore. The gore® tag® conformable thoracic stent graft with active control system instructions for use state that may occur and/or require intervention include but are not limited to stent graft (improper placement, occlusion), and reoperation. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
The following was reported to gore: on (B)(6) 2022, this patient underwent endovascular treatment of a thoracic aorta dissection using gore® tag® conformable thoracic stent graft with active control system (catg/ac). After left common carotid artery-left subclavian artery bypass was created, two ctag/ac devices were placed. The procedure was completed without any issue. On (B)(6) 2022, blood flow reduction in the left common carotid artery was observed. On (B)(6) 2022, a reintervention was performed. It was confirmed that the partial uncovered proximal stent covered the left common carotid artery. An additional bare stent was placed in the left common carotid artery. The patient tolerated the procedure.